Event description:
It was reported that the device charged but did not deliver inappropriate high voltage therapy due to incorrect interpretation of signal. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.